Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-06330. This report is related to a (B)(6) patient. It was reported the patient lost therapy after experiencing a fall. High impedance was found on both of the patient's leads. The leads were found to be fractured. As a result, the patient's leads were explanted and replaced. Surgical intervention addressed the patient's issue.